Event description:
It was reported that it was questioned if this right atrial (ra) lead had dislodged. The right ventricular (rv) channel was oversensing ra signals. (B)(6) technical services (ts) recommended evaluating the ra lead position. No adverse patient effects were reported. Additional information received approximately five years later reported that ventricular episode was stored where five bursts of anti-tachycardia pacing (atp) and a single shock were delivered for a rhythm that appeared to be supraventricular tachycardia (svt) and farfield oversensing of ventricular signals on the ra channel. It was noted that the farfield signals were much larger than the true p-waves, and technical services (ts) discussed troubleshooting options and programming considerations. This ICD system remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).